Event description:
An impella 5.5 was placed to support a patient who already had va-ECMO support after a mitral valve replacement was done in the operating suite. The 5.5 pump was placed via the axillary graft to the left ventricle. Unfortunately, after just 17.5 hours of support the pump stopped. The pump had exhibited purge pressure and purge flow alarms prior to the stop. The team explanted the pump.

Manufacturer narrative:
The investigation into the pump stop is on-going at this time. Upon completion of the investigation, a final report will be filed.

Manufacturer narrative:
Since the original report was filed, the investigation has closed. The medical center returned the impella pump product and the data logs for analysis. The analysis determined the root cause of the pump stop to be due to blood ingress which was most likely a result of a kinked purge line during support. The failure mode will be monitored and trended.